Event description:
It was reported to kst that after (almost) 2 hours of use, the handle gets very hot and a doctor developed a red spot of burned tissue after use.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).